Manufacturer narrative:
Batch review performed on 11 june 2019: lot 184756: (B)(4) items manufactured and released on 06-sep-2018. Expiration date: 2023-08-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Another implant was involved in the complaint. Batch review performed on 11 june 2019: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 lot. 187079 (k112115): (B)(4) items manufactured and released on 12-dec-2018. Expiration date: 2023-11-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 1 month after primary, the pathogen is unknown. The surgeon performed a washout and revised the head and liner.